Event description:
Per the clinic, the patient experienced a loss of connection to the internal device subsequent to sustaining a head trauma (specific date not reported); however the issue could not be resolved. The device was explanted and the patient was reimplanted with a new device during the same surgery (specific date not reported).

Manufacturer narrative:
It was reported that the device was explanted on (B)(6) 2014, and the patient was reimplanted with a new device during the same surgery. This report is filed june 11, 2014.

Manufacturer narrative:
(B)(4). Device currently unavailable.